Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the blood glucose reading was 600 mg/dl at the time of hospitalization. Customer stated that she had an infection that spread and led to the hospitalization. Nothing further was reported.